Manufacturer narrative:
H3) the analysis of the power conversion enclosure was completed by medtronic personnel. Testing found that two transistors in the unit had shorted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4), ubd: unknown , UDI#: unknown; product ID: bi71000162, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown; product ID: bi71000163, serial/lot #: op10, ubd: unknown , UDI#: unknown; product ID: bi71000464, serial/lot #: n/a. A medtronic representative went to the site to test the equipment. Testing revealed that the batteries, fuses, and power enclosure were replaced. The system then passed a system checkout. The power enclosure was returned to medtronic for analysis, but analysis on the component has not yet been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. There was no patient involvement. The battery indicator was flashing red after the mobile viewing stations (mvs) had a blown fuse, which was replaced. When the umbilical cord was unplugged from the image acquisition system (ias), there was an intermittent fan sound and the system control board turned on. The battery stack checker indicated a bad battery on tray 7 and 8. Technical services tested the voltage on battery stack 8 (read approximately 13v) and battery stack 7 (read approximately 40v). No complications were reported/anticipated. The issue occurred on a marketing system. The system did not have a high power cable upgrade originally, it was an added component.